Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis orbic system. The customer reported selecting a 3d scan and scanning began without pressing any buttons. The incident could not be replicated. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause for the defect of the footswitch could not be determined as the defective parts were not returned to siemens for investigation. The described system behavior occurred during system check and no patient was involved. Investigation of the log files showed that prior to the event the system displayed the error message "left foot switch pressed during boot up" pointing the user to a defect of the left footswitch. The error message was then canceled four times by the user. The user then pressed the right footswitch enabling exposure two times. After "3d" selection by the user, the 3d x-ray scan was started automatically without pressing the left footswitch again. This exact workflow led to the incorrect system behavior. The defective footswitch was replaced and the system works as specified. The measure taken is sufficient to solve the problem and to prevent the failure from recurring.